Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient was involved with this event.

Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. Visual inspection was performed and found no physical damage to the autopulse platform. Review of the archive data indicated multiple error messages (ua) 07 on the customer reported event date. Following the repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).